Event description:
(B)(4) the dealer reported that the tdxsp-mcg power wheelchair had an intermittent right motor lock open circuit on joystick screen, and the unit stopped functioning. There was no patient injury reported.